Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed by failure analysis (fa) and the alleged issue was confirmed/replicated. The usm was tested on an in-house system and passed the normal mode. Failure analysis found signs of fluid intrusion in the usm carriage, signs of burn marks on the stators connectors explaining the non-intuitive motion on the usm. Also, fa found debris and haze/moisture in the isa, rotors, and joint sensors.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion on usm 2, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse found no issues with usm 2. The isi fse replaced the usm 2 per customer's request. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon reported non-intuitive motion on usm 2. The customer called intuitive surgical, inc. (Isi) technical support engineer (tse) outside of a case and stated that they've had ongoing issues. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.